Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient experienced inflammation at the stoma site which was treated with betadine. The betadine did not help. The incision started bleeding. On 16 jan 2024, the patient's physician prescribed a course of unknown antibiotics. The stoma site improved somewhat. The patient's home care nurse reported that the opening looked calm and that the antibiotics seem to be having a good effect. Just a small disk was felt under the skin which was shrinking in size.